Event description:
Pt had a 4cm gliasite catheter model # 1040 implanted on (B)(6) 2012, and brachytherapy successfully delivered 20 days later for approximately 4 days. Approximately 7 months later pt presented with radiation necrosis.

Manufacturer narrative:
The gliasite radiation therapy system did not malfunction. The device was used in accordance with product labeling. The physician feels this is a well-known toxicity. Radiation necrosis is a known side effect of radiation therapy. The gliasite catheter model 1040 used had an exp date of 10/31/2012 and came from lot gc11-003. The gliasite iotrex (radiotherapy solution) model 8150 used had an exp date of 05/04/2012 and came from lot i120404-7.